Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle thumb press is broken. The following information was provided by the initial reporter: consumer reported that the thumb press on one syringe is broken (lot # 2143234).

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 09-jun-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle thumb press is broken. The following information was provided by the initial reporter: consumer reported that the thumb press on one syringe is broken (lot # 2143234).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.